Event description:
Oversensing causing inadequate high voltage (hv) therapy was noted on the right ventricular (rv) lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing revealed that the inner coil conductor paths to be intermittently open. X-ray analysis of the connector portion revealed the inner coil to be broken in the region of the connector that was observed to be bent. Scanning electron microscope analysis confirmed that all eight filars of the inner coil were fractured. The fractured inner coil at the connector region was consistent with the reported events from the field.